Event description:
Additional information was received from a patient and foreign healthcare provider (hcp) via a company representative (rep) reporting that according to the patient, the patient's worsening spasticity and decreased therapeutic effect was first observed approximately one week before he came to see his hcp. The last visit was for elective filling, but the visit was significantly earlier due to spasticity, with 7.7 ml still in the reservoir according to the log. There was no suspected issue with the catheter regarding the sudden worsening of spasticity. The diagnostics/troubleshooting included sonography of pump reservoir and refilling of pump (2x). The cause of the worsening spasticity was not identified. There was no infection and no evidence of other factors triggering the spasticity. The cause of the pump reservoir having been found to contain less drug then expected (expected 7.7 ml but aspirated only drops of baclofen) was not determined. The pump was planned to be replaced on (B)(6) 2025. The catheter would remain implanted. The event including pump reservoir volume discrepancy, worsened spasticity, decreased therapeutic effect has been resolved temporarily until the pump was empty again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foriegn healthcare provider via a company representative. The pump was successfully explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-20 pump: visual inspection identified some slight damage to the septum with no leaking seen during analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The explanted pump is being returned to the manufacturer.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the pump had less baclofen in the reservoir than expected during the last two fillings. At the last elective pump filling ((B)(6) 2025), instead of the specified (expected) reservoir amount of 2.9 ml, only 0.7 ml (without filter) could be aspirated. The patient presented again on (B)(6) 2025 with severe spasticity that had existed for 1 week prior. In both cases of refill where less baclofen was found to be in the reservoir than expected, the patient reported increased spasticity that had occurred approximately a week before the respective appointment. It was further reported that instead of the 7.7 ml noted in the pump protocol, only a few drops of baclofen could be aspirated during the refill puncture on (B)(6) 2025. The pump area was not swollen. The healthcare provider refilled the pump with 20 ml of baclofen and discharged the patient home until clarification. Additional information was received from a foreign healt hcare provider via a company representative on (B)(6) 2025. It was further reported that there were no signs of an overdose in the anamnesis. It was noted that an incomplete application during refilling can certainly not be ruled out 100%. However, the healthcare provider further noted that they couldnt imagine this happening 2 times in a row. According to the standard, all fillings were carried out with the appropriate cannulas without a sharp grind at the tip. From the healthcare provider¿s point of view, the reservoir of the pump was empty both at the last filling and the filling on (B)(6) 2025, and the few drops or 0.7ml were certainly only a small residue in the system which did not reach the catheter tip. The healthcare provider decided to change the pump in november to be on the safe side and will make an appointment to remove the unit. It was further indicated that after explant, the pump can then be inspected for possible errors.

Manufacturer narrative:
H1: the type of reportable event was changed from being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen (2000 mcg/ml at 325 mcg/day) via an implantable pump. The patient's medical history / preexisting conditions included the following: spinal cord injury t6 ais a, spinal spasticity, neurogenic dysfunction of the lower urinary tract of the type of persistent detrusor contractility (pharmacological nw) with expected detrusor hyperactivity due to damage to the upper motor neuron [umnl], neurogenic bowel dysfunction with slow transit and outlet constipation in spastic anal sphincter tone with complete lesion of the upper motor neuron, neurogenic erectile dysfunction in the case of a complete lesion of the upper motor neuron [umnl], submucosal structure in the cecum/transition c. Ascendens (without indication of malignancy), recurrent coprostasis with faecal incontinence in inadequate bowel management, corrective spondylodesis th1-iliacal+ plif l3-s1 + ventral release in mic technique on (B)(6) 2019 due to large-arched left-convex thoracolumbar scoliosis with sagittal imbalance and neuroforaminal stenosis l3-5- z. N., cluster headache, pangastritis (h. Pylori urease ¿negative), z. N. Recurrent urinary tract infections, adjustment disorders with paraesthesia. It was reported that the pump was refilled with baclofen (2000 mcg/ml, 325 mcg/day) without complications on (B)(6) 2025 without complications. The pump was refilled with baclofen (2000 mcg/ml, 325.5 mcg/day) on (B)(6) 2025 where at most approximately 0.7 ml could be aspirated. Instead of the expected 7.7 ml residual volume, only a few drops of baclofen could be a spirated from the pump. Checking the residual pump reservoir volume and palpation of the pump pocket and catheter were noted. At the (B)(6) 2025 pump refill visit, the patient stated they had been suffering from very pronounced and disturbing spasticity for appr oximately 1 week, and previously they were well controlled by the intrathecal administration of baclofen. The date 2025-jul-31 is considered an approximate onset / date of event (specific month known only). Severe spasticity was also evident during pump this filling. As part of the previous spk change, a urine test was carried out, which was not indicative of a urinary tract infection. The patient complained of no itching, no visual disturbances, no head pain, no fever, etc. The puncture of the pump went without complications. It was further indicated that that only very little fluid could be aspirated. The position of the needle was checked by means of sonography. There was no fluid accumulation around the pump, and the pump bearings were non-irritating. There was no problem encountered with refilling the pump on (B)(6) 2025. There were no external factors identified that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2025. The pump and catheter remained implanted and in service. No surgical intervention was performed, and no surgical intervention was planned. The patient was with injury (more pronounced spasticity) regarding their status as of (B)(6) 2025. As per the pump's log, session date (B)(6) 2025, the pump time was 51 minutes later in relation to the programmer time and was reset to the time of the programmer. As per the pump's log, session date (B)(6) 2025, the pump time was 17 minutes later in relation to the programmer time and was reset to the time of the programmer. As per the pump's log, session date (B)(6) 2025, the pump time was 5 minutes later in relation to the programmer time and was reset to the time of the programmer. The clinician programmer software application version being used was version 2.0.1460.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial# unknown, implanted: (B)(6) 2020, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.